Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, peritonitis and catheter damage had occurred coincident with dianeal 2.5% pd2 (peritoneal dialysis solution with 2.5% dextrose) therapy. On an unspecified date, the patient began treatment with dianeal 2.5% pd2 (2 liters, 3 bags, 3 times a day) therapy, intraperitoneally (ip) for renal failure and action such as maintaining dosage was taken with dianeal therapy. On an unspecified date, the catheter got damaged which led to peritonitis (on an unspecified date) and was hospitalized due to the events. On an unspecified date, the peritoneal effluent was sampled for peritoneal effluent culture test and peritoneal effluent analysis. Culture result showed no growth and analysis result revealed leucocyte count of 300 cells per millimeter cubed. On an unspecified date, the patient was treated with vancomycin injection (1 gram) and cefotaxime injection (1 gram) for peritonitis. Treatment for damaged catheter was not reported. The patient had issue with catheter only (transfer set was not damaged) and as the antibiotics was ongoing, catheter was not yet removed and after the completion of antibiotic course, they would reinsert the catheter. On an unspecified date, the patient was discharged from hospital and patient was recovering from peritonitis. It was reported that the catheter has been reinserted. Antibiotic treatment was stopped. There was no medical intervention required. The patient was recovered from the event.